Event description:
The user facility reported a patient was on impella cp support and during support, the patient had ventricular tachycardia (vt). The patient was defibrillated once and converted back to sinus. Support was continued.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.